Event description:
It was reported that after the patient gained 15-20 pounds the pump began to sit at an angle in the pocket, making it harder to access for refill. The weight gain was not related to the pump, but the healthcare professional performed a pump pocket revision to reposition the pump. There was no known allegation of an issue with the pump or therapy itself. The patient was alive with no injury and no patient symptoms or complications were associated with the event. It was unknown what drug the pump was used to infuse. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).